Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that they experienced high blood glucose of 470 mg/dl and treated with several manual injections prior to hospitalization. The customer stated that the emergency medical services were called for the low blood glucose and took them for hospitalization. The customer's blood glucose was 32 mg/dl at the time of incident. The customer's blood glucose was 327 mg/dl at the time of call. The customer stated that they were wearing the insulin pump during hospitalization. The customer performed troubleshooting and no setting issues were found. The customer mentioned no delivery alarm that was resolved with set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer stated that they had high blood glucose of 470 mg/dl so they took several injections which resulted in low blood glucose of 32 mg/dl. The paramedics were called and administered treatment. Troubleshooting was performed for the reported no delivery alarm. The time/date was checked and it was not correct. Assistance was provided to correct the time/date setting. The insulin pump remains in use.